Event description:
In 2004, patient underwent aaa repair. One main body graft and two iliac leg grafts were placed. Then, in 2007, patient underwent additional procedure due to a distal iliac type I endoleak. The iliac was aneurysmal. Another iliac leg graft was placed to stop the endoleak as well as straighten out the patient's tortuous iliac.

Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation. An internal clinical review indicated this event was the result or anatomical changes over time.